Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included uterine bleeding, endometriosis, pap smear abnormal, ana positive, vitamin b12 deficiency, pelvic pain female, community acquired pneumonia, degenerative disc disease, dependent edema, dizziness, dysfunctional uterine bleeding, enterobiasis, facial pain, fibromyalgia, fluid retention, foot pain, ganglion, hemifacial spasm, hyperglycemia, hyperlipidemia, hypertension, arthralgia, lipoma, low back pain, intervertebral disc degeneration, lumbar radicular pain, diabetic neuropathy, leukocytosis, obesity, osteoarthritis knee, patellofemoral pain syndrome, adenoma, ankle osteoarthritis, spasticity, spinal stenosis, trigeminal neuralgia, type 2 diabetes mellitus, weakness, tonsillectomy and uterine ablation. Previously administered products included for an unreported indication: carbamazepine, cyclobenzaprine hci-, mupirocin, lyrica, metformin hcl and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy with bilateral salpingo-oophorectomy ,ablation). Essure was removed in (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: implant: (B)(6) 2015. (Discrepancy noted) discrepancy noted in dare of removal (B)(6) 2018 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 3 & 4 process together, mr received: event " medical device removal" was updated by" abnormal uterine bleeding". Medical history and reporter information were added. On (B)(6) 2020: pfs received: reporter information, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.